Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, they either gave a manual injection of insulin or a new pod was applied. There was a wound infection left afterwards. The patient used neosporin and gauze for 4 days and it was gone. Pod was discarded.